Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that pc issue. During troubleshooting, fse confirmed that flex vision pc needs to be replaced. The fse replaced the flexvision pc and reloaded the software. After replacement flexvision pc and reloaded the software., the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the allura xper fd20 system boot up stuck at 00 and would not display on the big screen. The system was not in clinical us and no harm has been reported. Upon evaluation it was determined that the flexvision pc required replacement. This component was replaced, the system software was reloaded and the system was returned to functionality.